Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The eccentric, de novo target lesion was located in the severely tortuous and severely calcified right coronary artery. The lesion contained a >45 and <=90 degrees bend. A 2.25x38 synergy¿ drug-eluting stent was advanced to the lesion but significant resistance was met. The device was removed and it was noted that the tip of the stent was deformed. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.